Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.

Event description:
Drain broke when performing "stripping" action.